Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, noise was noted on the atrial lead. The noise could not be reproduced in clinic visit. The noise amplitude was low. No intervention was performed. The patient was stable and will continue to be monitored.